Manufacturer narrative:
UDI #: (B)(4). Product evaluation: failure analysis for fiber 0010-2400-719b-1367: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the distal tip of glass cap and metal cap are detached and not returned; the glass cap exhibits severe devitrification at output window; the outer flow tubing open end exhibits signs of melting, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that, at the beginning of a prostate procedure, while using the side firing surgical fiber it was noted that the fiber was rotating inside the metal cap and subsequently the fiber tip was fractured @ 273,846 joules and 38:55 minutes of use. The fiber was not cleaned during the procedure. The fiber was exchanged. During use with the second fiber it was noted that the fiber was rotating inside of the metal cap @ 42,595 joules and 5:08 minutes of use. The fiber was not cleaned during the procedure. The case completed utilizing the second fiber. Patient outcome: no injury to patient reported. This report is for the first fiber.